Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was not confirmed from the evaluation of the returned product. The 80# knob passes all functional pressure testing and the reported failure could not be duplicated. The observed condition is likely caused by improperly handling of the device. Pm maintenance and cleaning required at this time. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the skull pins slipped after clamping into place. There was no known injury or surgical delay.